Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2026-02609. Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 08/may/2026 against "lot number "6016230" and similar malfunction codes: leakage from infusion site (cannula base part/cannula) (specific cause not identified). Insertion site egress - trace moisture / superficial wetness. The review confirmed that lot 6016230 and the identified failure mode are not associated with any nonconforming reports (ncr)s or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 08/may/2026 against "lot number" criteria equal "6016230" and similar malfunction codes: leakage from infusion site (cannula base part/cannula) (specific cause not identified). Insertion site egress - trace moisture / superficial wetness. The count of complaint is 2. The complaints numbers are (B)(4). Device history record (DHR) review: the lot 6016230 was manufactured according to the work instruction (wi) version 125 and manufactured in machine/line: li94 inset 9, on 16/nov/2025 with a total of (B)(4) units. Sub-assembly: gluing of tube. The lot 5l01471 was manufactured according to wi version 70 and manufactured in machine/line: spot03, on 15/nov/2025 with a total of (B)(4) units. The lot 5l02512 was manufactured according to wi version 70 and manufactured in machine/line: sc03, on 12/nov/2025 with a total of (B)(4) units. The lot 5l01466 was manufactured according to wi version 70 and manufactured in machine/line: spot03, on 16/nov/2025 with a total of (B)(4) units. The lot 5l01467 was manufactured according to wi version 70 and manufactured in machine/line: sc03, on 17/nov/2025 with a total of (B)(4) units. The review confirmed that lot 6016230 is associated with non conformance (nc) 2472549, impact on sterilization loads due to a power outage at sterigenics, g.p., and was reviewed as part of the complaint investigation. The nonconformance was appropriately addressed through evaluation of the affected sterilization loads per established procedures. No evidence was identified indicating an impact on product sterility or a relationship to the reported failure mode. Conclusion the DHR review supports compliance with manufacturing and quality requirements. No issues were identified that would have contributed to the reported complaint, and the event is considered isolated. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Complaint unconfirmed: following investigation the reported failure could not be confirmed for this complaint. Conclusion summary of complaint investigation: as a result of the following: a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6016230 and related malfunction codes.two complaints were identified for this lot, but no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. No photo evidence was provided, so the assessment was based on documentation only. Based on these results, no manufacturing or quality issues were identified, and no further investigation is required. The record will be closed and monitored through routine tracking and trending. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
To date, additional patient or event details were received which have been added in h11 (addl mfg narrative).

Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set tubing was leaked at the site on (B)(6) 2026. No further information available.